Event description:
Complainant alleged that while attempting to defibrillate a 70-year-old male patient, the device was unable to detect the attached pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada; the device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. An internal inspection of the device yielded no discrepancies. The device was recertified and returned to the customer. Review of the device log showed what appear to be the user switching to pacing mode after completing several successful shocks in defib mode. The mode was not switched back to defib suggesting the user advisory is appropriate. Thus resulting in loss of pads signal from the display because of being in leads view (pacer mode only displays ECG in leads). The log showed no indication of a device malfunction as the cause of pads fault, no cardiac rhythm. Analysis of reports of this type has not identified anincrease in trend.